Event description:
For a pt being admitted for a liver transplant, two etoh samples run on an advia 2400 had discordant high results compared to an aliquot run on systems from alternate manufacturers, which had low and negative results. Pt had high ldh. There was no report of adverse health consequences or known pt intervention as a result of the false positive values.

Manufacturer narrative:
Customer was aware that in cases of severe liver damage, the potential exists for false positive etoh results. Therefore, the customer reran tests on other instruments not subject to this limitation. The cause of the false positive results is a known interference with the method used. No further evaluation of the device is required.